Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: h847569607, implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Product ID: 8578, lot#: hg2n7cw06, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-oct-2014, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (12.5mg at 0.6mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had return of pain symptom. There were no known external factors that may have led or contributed to the issue. The patient was brought in for pain pump evaluation and surgical procedure on (B)(6) 2022. The hcp was unable to aspirate the catheter from the catheter access port or distal from anchor site. The catheter was then replaced with 8780 and csf (cerebrospinal fluid) flow was observed. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.